Event description:
It was reported that the back of a prismaflex st100 set was cracked which resulted in a leak. This was identified during setup and preparation for hemodialysis treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and the dialysate port was observed disconnected from the support plate. The reported condition was verified. The most probable cause was likely due to a shock that occurred during shipping or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.